Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Additionally, it was reported that the customer received a power source alert and that pump was not exposed to extreme temperatures, but a temperature alarm occurred. Reportedly, the pump was charging during the events. There was no adverse impact to blood glucose. The customer reverted to an alternate method of insulin therapy.